Manufacturer narrative:
(B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 and (B)(6) 2024 the patient experienced issue with two infusion sets were fell off during use. The area of insertion was cleaned and air-dried. The infusion set was used for two days. The blood glucose level was 400 mg/dl on (B)(6) 2024 and 150 mg/dl on (B)(6) 2024. The patient replaced the infusion set and insulin was resumed successfully. No further information available.